Event description:
The customer reported that intermittent image problem occurred when the camera was plugged in the evis exera iii video system center. The customer attempted several cameras and the issue persisted. The event occurred during reprocessing, prior to a diagnostic cystoscopy procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
An olympus sales representative went onsite to troubleshoot the unit. It was discovered that 2 of the 3 cystoscopy cameras that the customer had were different models. In addition, the connectors were missing a feature that holds the camera more securely in place. The same 2 cameras failed to work as normal when attempted with the video processor. The third camera that the customer and sales rep used for testing had an extra plastic piece on the connector that held the camera securely in place and as a result, image was obtained. The customer mentioned that the third camera will be used for rigid scope cystoscopy procedures moving forward. The device will not be returned for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. The product was not returned from the customer. However, it was evaluated in the facility by an olympus sales rep and 2 of the same cameras failed, (otv-s7h-1b-l08e sn- (B)(6) (otv-s7h-1b-l08e sn- unknown). There was an extra plastic piece on the 3rd connector that resolved the issue. Olympus will continue to monitor field performance for this device.